Event description:
Boston scientific crm received information that during the implant procedure, high impedance measurements were observed on the left ventricular (lv) lead. Upon further inspection, the ring set screw was stuck in the up position. This device was removed and a new device was selected for implant. The lv lead dislodged later in the procedure and was also removed and replaced. A new device and lv lead were successfully implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The outer conductor coils were deformed 23cm and 27cm from the terminal pin, likely damage from handling. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.